Event description:
The patient's driveline was repaired on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the on-site evaluation conducted by an abbott representative confirmed external driveline wire damage that would have contributed to the reported driveline fault alarms captured in the submitted log files. A distal-end driveline replacement was performed on (B)(6) 2023. It was reported that during the driveline repair procedure, the abbott representative observed a broken green wire approximately 2¿¿ from the exit site. The submitted system controller log files contained data from 24feb2023 through 28feb2023. Persistent, silenced driveline fault alarms were captured throughout the log files which appeared to be consistent with a wire conductor breakdown issue with the green wire in phase 1. No other notable events or alarms were captured. Approximately 18¿ of the external portion/distal-end of the driveline was returned for evaluation. Damage to the silicone bend relief was observed approximately 0.5¿¿ from the controller connector. Layers of clear, green, and rescue tape were also observed approximately 2¿¿ ¿ 14¿¿from the controller connector. Upon removal of the tape, additional damage to the silicone jacket was observed along the length of the driveline, with portions of the jacket missing completely. The returned portion of the bionate cover was discolored but showed no signs of damage. Upon removal of the bionate, most of the metal braided shield broke off due to severe breakdown. The remaining portions of the metal braided shield were severely frayed along the length of the driveline. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Of note, the green wire had been cut approximately 1.5¿ shorter than the remaining wires due to the fractured area identified by abbott technical services during the driveline replacement procedure. Electrical continuity testing of the replaced driveline was conducted in the condition that it was received, and all wires were found to be electrically intact. Visual inspection of the driveline wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage through the insulation of any of the driveline wires. Additional testing of the driveline was performed. Each wire was forcibly tugged to reveal partial or total fractures of the conductors. The outer insulation of the red and yellow wires was intact, but manipulation caused the insulation of the wires to elongate and breakdown approximately 17¿ from the controller connector, indicating that the inner conductors had fractured. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline. The insulation and the underlying conductors of the remaining wires appeared to be completely intact. The hmii lvas operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the fractured green wire, identified by abbott technical service, to its redundant motor phase wire, the fractured inner conductors of the green wire would have resulted in the reported driveline fault alarms captured in the submitted log files. Although the evaluation of the returned driveline revealed further factures in the conductors of the red and yellow wires, there was no evidence within the log file data to suggest that this damage had contributed to the observed driveline fault alarms. It was reported that the driveline fault alarm cleared following the repair. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The IFU and patient handbook further instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files revealed 242 driveline fault alarms occurred on 24feb2023. It was noted that the driveline was 99% silicone tape so the patient was sent to have x-rays taken. The x-rays of the driveline showed evidence of damage in multiple areas. The patient's system controller was exchanged as part of troubleshooting, but the alarms only temporarily resolved. Log files from the new controller showed that the driveline fault was the same driveline fault that occurred on the previous controller. On 03mar a driveline repair was performed in attempt to resolve the alarms.